Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease flat observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "a burst of prosthesis was identified at the time of surgery".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left rupture. The device has been explanted.